Event description:
It was reported that: a pre-use checkout of the machine was performed prior to use and the machine passed. Approx ten minutes into the case, a third party monitor indicated a sample line block and the volume delivery to the pt began to drop. The crna switched the machine into manual and was able to ventilate the pt. After checking the machine, the crna switched back to automatic ventilation; however, the bellows was not moving. The crna went back to manual ventilation and with the apl valve closed, the bag was not filling. The crna increased the flow rate for oxygen from two to four liters; however, still could not get the bag to fill. Someone manually ventilated the pt with another device while the crna checked the machine. The machine checked out fine and the pt was placed back on the machine; however, the crna was unable to ventilate the pt. A ng tube was in place, but was removed when attempting to resolve the condition the breathing circuit and re-intubated the pt, but the condition remained. A second macine was brought in; however, the same conditions were noted to occur. The case wad cancelled. No pt injury. For the first machine, please refer to MFR report number: 2517967-2005-00084.

Manufacturer narrative:
A dragerservice representative performed an evaluation of the anesthesia machine. Functional testing was performed, including a leak and compliance tests, and the machine was found to function normally. The reported symptom could not be reproduced.